Event description:
It was reported that this implantable cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This crt-d was explanted and a new device with a different model was successfully implanted. No additional adverse patient effects were reported.